Manufacturer narrative:
(B)(4).

Event description:
A patient in columbia ws undergoing her second dialysis treatment which included a revaclear dialyzer. Within five minutes of initiating dialysis, the patient developed pruritus associated with erythema on the face and chest, hypotension and tachycardia patient denies chest pain or dyspnea. The patient was administered 1 ampoule hydrocortisone with improvement of her symptoms. The patient's vital signs were stable and the symptoms resolved, so treatment was restarted with no further symptoms. The dialysis treatment was completed with the same dialyzer and the patient was discharged home.